Manufacturer narrative:
Keratitis; discharge; red eye(s); irritation; inflammation; burning sensation. No testing methods performed. No results available since no evaluation performed. Unable to confirm complaint; device not returned; contact lens. Not applicable. (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) from (B)(6) sent an email to report being diagnosed with keratitis ou while wearing the acuvue 2 brand contact lenses in (B)(6) 2017. Pt reported ou burning, irritation, and redness within a week of wear. Pt was out of town on (B)(6) 2017 and consulted with an eye care provider (ecp) via social media application and the ecp reported ¿it could be keratitis and ou were inflamed¿. The ecp prescribed vigamox q 4 hours for 5-7 days, epitezan every 6 hours for 7 days, and hyabak, every 6 times per day as needed. The ecp advised the pt it was ok to return to contact lens wear after the eyes were better. The ecp advised the pt to consult an ecp if the symptoms persisted. Pt reported no lens wear during the use of the medication and reported the eyes were ¿better but not completely better but she returned to cl to wear lenses and symptoms returned¿. On return to home the pt saw another ecp the 2nd week in (B)(6) 2017 and advised the eyes were inflamed and prescribed predmild every 4 hours for 10 days and to continue use of hylo gel and/or hyabak. Pt reported a follow-up appointment and eye exam after 7 days and reported the eyes were better and to continue use of predmild. The ecp advised the pt to discard the acuvue lenses. On (B)(6) 2018 the pt attempted to wear a third pair of lenses ou and immediately noted redness, irritation and discharge but continued to wear the lenses for 30 minutes. Pt used the predmild and the reported the eyes were better the same day. The pt did not return to the ecp. On (B)(6) 2018 the pt returned to contact lens wear and now successfully wears another contact lens brand. Pt reported wearing the acuvue 2 brand lenses successfully 3 years ago without issue. The pt reported he/she thinks the suspect lenses were discarded. The pt reported that the optical store advised the pt to wear the lenses monthly. The pt did not sleep in the lenses and used renu multi-purpose solution to clean and disinfect the lenses. On (B)(6) 2018 a call was placed to the pts treating ecp and a representative advised the last date of visit was (B)(6) 2018. The representative reported the ecp will return to the office on monday. On (B)(6) 2018 a call was placed to the ecp the pt reported seeing on the social media application. A representative reported there is no record for the pt in (B)(6) 2017. The representative provided a telephone number for another clinic. A call was placed to the clinic and additional information was requested, but no additional information was provided. On (B)(6) 2018 a return call was placed to the ecp¿s office that the pt reported seeing in (B)(6) 2017 on the social media application. A representative reported the last record they have is a pt consult in 2014 for a routine exam/lens fitting. The representative provided a telephone number for an additional clinic where the ecp practices. A call was placed to the clinic and additional information was requested via voicemail. On (B)(6) 2018 an additional call was placed to the pts treating ecp from the social media application. A representative provided a cell telephone number for the ecp. A call was placed to the ecp, but the line was busy. On (B)(6) 2018 a call was placed to the pt and additional information was provided: pt reported the lot number of the suspect product was discarded. It was unknown if the suspect lens was available. The pt did not have the ecp information at the time of the call. Pt reported he/she will provide a medical statement from the ecp. The lot number is unknown and it is unknown if the suspect lenses were available for return. No additional information has been received. Additional information has been requested. This report is for the pts od event. The event for the pts os will be filed in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.